Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the rewind, basic occlusion and displacement tests. No motor error alarm during testing noted. Motor passed motor test. Device was received with cracked case at display window corner, belt clip slot, minor scratched and cracked display window and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value at the time of the alarm is unknown; most recent reading was 156 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.